Event description:
It was reported that the surgeon inserted the micl13.2 implantable collamer lens and the lens tore upon insertion. The lens was removed and the back up lens was implanted without any pt injury.

Manufacturer narrative:
(B)(4). Eval method: work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).